Manufacturer narrative:
Date rec¿d by MFR : 04apr2019. Philips field service engineer (fse) replaced the gas delivery system, tube kit, machine and proximal pressure lines and the blower. The leak did get much better after the blower replacement. While monitoring in the pneumatics screen, pressurizing and clamping the proximal pressure line the proximal pressure holds, the machine leaks. Doing the same procedure but clamping the machine pressure line both the machine pressure and proximal pressure leak down indicating possibly 2 leaks. The fse confirmed the unit failed leak test, flow dropping too fast and top cover was damage ¿cracks. The fse replaced top cover, readjusted internal exhalation port, air inlet port, and re seated all tubing. Ran performance verification, all testing passed. Ran system overnight. Repeated leak test, all testing passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reports unit failed system leak test. There was no patient involvement. Event date not specified, estimate used.